Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular lead triggered an alert due to oversensing/noise. The r-wave was also noted to be varying with many low values. The lead was planned to be explanted and replaced. No patient complications have been reported as a result of this event.